Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump showed the battery change alarm for more than 3 days and changed 3 new batteries, pump screen started to blink, buttons did not work anymore finally the button stuck error appeared, pump had a crack in the back close to the battery compartment, pump error 43-an error in the motor was detected by reading unexpected value from hall sensor, pump error 68-trace pointers are invalid, pump error 23-post-reset ram crc alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. All buttons function properly. No failed battery test alarm, pump error 43/68/23 alarm noted during testing. However, missing segments/partial display was noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test alarm found in the pump history file/trace. (2) pump error 43 alarms found in the pump history file/trace on 18-dec-2024 at 02:00:10 and 02:54:33. Pump error 68 alarm found in the pump history file/trace on 18-dec-2024 at 10:19:03. Pump error 23 alarm found in the pump history file/trace on 18-dec-2024 at 10:51:28. Stuck button error alarm found in the pump history file/trace on 18-dec-2024 at 06:05:48. The j1 connector on pcba 1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found¿cracked lcd glass and moisture damage on the pcba 1 and force sensor.¿¿test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded serial number label, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Failed batt test alarm, keypad/button unresponsive/button error alarm and pump error 68/23 alarm not confirmed. Missing segments/partial display due to cracked lcd glass. Moisture damage found on the pcba 1 and force sensor. Cosmetic damage was confirmed on the pump case. Pump error 43 alarm was confirmed and isolated to the motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.